Manufacturer narrative:
The malfunction was observed during review of the device's history log; however the device was put through extensive testing without duplicating the malfunction. The analog board was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device was unable to obtain an ECG signal. Complainant did not indicate that there was any patient involvement in the reported malfunction.